Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. H3 other text : not returned to manufacturer.

Manufacturer narrative:
The customer has not requested getinge to evaluate the iabp in connection with this event. Three good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No response has been received. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was having an internal communication error. The patient was successfully switched over to a different pump. The customer was advise to mark the pump with the error code and take it to biomed for further investigation. There was no patient harm / injury and no adverse event was reported.